Event description:
Boston scientific crm received information that during this pacemaker replacement procedure, the ventricular lead could not be removed from the device header. Mineral oil was used with no success. The physician pulled with more force on the lead and unraveled the coil. The lead was cut and surgically abandoned. A new device and ventricular lead were successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The pacemaker is scheduled to be returned for analysis. This event will be updated when the device is returned.